Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's right eye after he could not tolerate ''fuzzy'' visual acuity and had difficulty with near vision. An incision enlargement was required to remove the iol. A new lens, a zcb00 21.0 diopter, was implanted during the same procedure. No patient injury was reported.

Manufacturer narrative:
The customer returned lens case only and no lens was returned. No evaluation could be performed as the lens was not returned and not available for evaluation. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.